Manufacturer narrative:
Additional information section: h.6. The recipient's recovery has been uneventful. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9, h6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no response to stimulation despite device testing results within normal limits. The recipient presented with facial nerve stimulation, no sound and tinnitus. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.